Manufacturer narrative:
The device was returned for premature depletion and was confirmed through analysis. The device had reached elective replacement indicator (eri) and end of service (eos) after explant. Electrical and mechanical testing revealed the cause of the premature depletion was high input current into the hybrid. The cause of the high input current was found to be a hybrid anomaly.

Event description:
Premature battery depletion was suspected. The device was explanted and replaced. The patient was stable.